Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal conductor of the lead was extrinsically over-rotated and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead it took several turns to extend the helix and the helix popped out when the rv lead was moved slightly. It was also reported that when the rv lead was placed the threshold increased. Therefore the rv lead was repositioned and it once again took several turns to extend the helix with minimal improvement in threshold value. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.